Event description:
The surgeon implanted a collamer lens model cc4204bf and was torn during implantation. The lens was implanted and removed without patient injury. The indigo-p injector, lot number unknown, was used. However, the model and lot numbers of the cartridge were unknown.